Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, when firing the device on the 3rd or 4th firing with a white reload, closing off the jejunostomy, the outer row of staples at the distal tip did not form. They pulled another device and it did the same thing with a white reload. They used a different device and the same event occurred. The surgeon finally over sewed the area. There was no pt impact.